Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue that the patient-side occlusion test failures could not be identified during the customer call. Tech support recommended replacing the IV infusion set test tubing. The customer will replace the infusion test set (8100?rcs) and will use a regular infusion set exclusively for patient-side occlusion testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported 8100 failed patient side occlusion tests. There was no patient involvement.